Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: one of the nurses reported that they noticed what appeared to be a plastic piece at the bottom of the vial when the addease (white top, item ref. N7995) was utilized. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs were provided for investigation. Upon evaluation of the images, no defects were observed. It should be noted that per the IFU, the plunger is deployed into the vail once the addease is activated. The reported issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.